Manufacturer narrative:
H10: a service engineer (se) evaluated the device and reported that the alleged issue could not be confirmed. No further actions were performed by the se regarding the alleged issue. H11: d4 - product UDI.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. The device was in clinical use when the issue occurred, the device was replaced with a different ventilator. There was no delay in therapy or medical intervention reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).